Event description:
It was reported that during a meal announcement the ilet delivered only about 1% of the intended insulin and an insulin occlusion alert was observed with a reported blood glucose of 401 mg/dl, which was resolved after restarting the pump, performing a dry run, and replacing supplies including the inset 23" infusion set, indicating an obstruction of flow associated with the connector/coupler. No symptoms associated with hyperglycemia based on sensor readings. Outcomes included no health consequences or impact. Customer care performed investigative communication with the user¿s caregiver and analysis of information provided by the user. Investigation of this case revealed a deformation problem consistent with an obstruction of flow at the connector/coupler of the infusion set. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.